Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms. There was no noise, and the sensing and threshold measurements remained stable. Continued monitoring of the lead was discussed. No adverse patient effects were reported. The lead remains in service.